Manufacturer narrative:
Concomitant medical products: product ID: accy kit 8709 catheter admin, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the reporter was ¿pretty sure¿ the catheter was broken. It was later clarified the catheter was loose and had migrated. The pump was replaced for normal battery depletion and it was decided to place a new catheter when replacing the pump. Information previously reported via associated manufacturer report # 3007566237-2014-00272 indicated the patient was ¿doing better¿ as of (B)(6) 2014 and was ¿doing well¿ with the system delivering lioresal as of (B)(6) 2014.